Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that replaced power cord and performed a system checkout. Imaging system operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000438. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the prongs on the system's power cable were bent. When plugging them into an outlet there were sparks and the outlet shorted. There was no patient involvement.

Manufacturer narrative:
H3,h6) the power cord was returned to the manufacturer for evaluation. Confirm reported complaint, continuity testing of conductors indicates the conductors were good and the cable was functional. Visual inspection confirms the prongs on the cable were bent and there were signs of arcing on the prongs. Damaged cable. Codes: b01, c02, d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000438, serial/lot #: 196 rev. C. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.